Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
It was reported the patient underwent the trial procedure on (B)(6) 2015. During the surgery, the doctor was unable to implant the lead due to adhesions in the epidural space. As a result, the doctor decided to abandon the procedure.